Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows tubing has been cut and removed. No manufacturing abnormalities. The data was extracted revealed that the wand was activated previously and experienced a "multiple button pressed notification" error. The device connected to a known good controller, however functional testing is not conducted due to tubing being cut and removed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The multiple button pressed notification error was confirmed and the smoking was not confirmed. Factors that could have contributed to the reported event include: the wand´s connector or cable got damaged. Saline/humidity entered the interior of the handle shorting the connection of the buttons.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the yellow button of the werewolf flow 90 coblation wand remained activated even when it was not pressed, then some fume was noticed coming out from the tip. No injuries were reported and the patient's health condition was said to be stable. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.